Event description:
This event was captured based on literature review. It was reported that a study between (B)(6) 2010 and (B)(6) 2012, identified a total of 2,511 patients that underwent percutaneous coronary intervention (pci). Of these, 765 received pci for not only the main vessel, but also the side branch, due to significant stenosis or side branch compromise. In one case, an unspecified xience v stent was implanted to treat in-stent restenosis of an unspecified vision stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. It is indicated that the device is not returning for evaluation. The reported stenosis is listed in the instructions for use (IFU) in the adverse events section as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.